Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged during a routine follow up. This lead was explanted and replaced. No additional adverse patient effects were reported.